Event description:
The home healthcare provider directly reported to pulmonetics the following info: "pt's grandmother called on 10/26 to tell us that pt had been admitted to hosp with a collapsed lung. Lung re-inflated upon being put on the hosp ventilator. Hosp personnel speculated to grandmother that the ltv vent could have potentially caused a problem. Child's condition deteriorated. Transported to hosp, lung collapsed. Removed from ltv950 and placed on servo vent. Condition improved rapidly raising questions about ventilator function". A rep from the home healthcare provider alleged the ventilator caused pt harm and that the ventilator "inop alarm" did not activate. The rep alleges that no other alarm messages displayed.